Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized. The patient was not treated with any antibiotics for the events. It was reported that the patient subsequently died (three days after the event onset). The cause of death was reported as due to cardiac arrest. It was not reported if an autopsy was performed. The patient had not recovered from peritonitis at the time of death. Pd therapy was ongoing prior to and at the time of death. No additional information is available.